Manufacturer narrative:
The customer returned the suspected contour next ez meter with serial # (B)(6) for evaluation. The serial # of the returned meter was slightly different from the one indicated originally by the customer to be involved in the event occurrence, i.e. Serial # (B)(6). The returned meter was tested with the in-house contour next test strips using a blood sample, which gave a satisfactory performance. No e11 error messages, indicative of testing technique error were obtained during in-house testing. Based on the information received upon the return of the meter, serial # in section d4 and device manufacture date in section h4 have been updated.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that her contour next ez meter was producing e11 error messages, indicative of a testing technique error. The customer contacted ascensia diabetes care to receive the replacement meter. During the follow-up call, the customer stated that since she did not receive the replacement product and was unable to perform testing, she took more than usual medication and could not wake up. No further event details were provided. The customer had been advised to return the device for evaluation. A replacement meter kit was sent to the customer.